Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR: fg emerge mr, ous 2.00mm x 20mm catheter was returned for analysis. Visual and tactile inspection revealed no issues were noted with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material 7mm proximal to the distal markerband. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. Two device images were returned with complaint information, showing outer packaging of device and the device inside the pouch. Returned media cannot confirm reported allegation. A leakage testing was performed wherein the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 14 atmospheres (atm) as per, emerge, instructions for use (IFU), however, it was observed that a leak was occurring. A vacuum was applied to the device and the device deflated without issue in under 5 seconds. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 27nov2025. It was reported that balloon damage occurred. During preparation of a 2.00mm x 20mm emerge balloon catheter, the physician performed a visual inspection of the balloon. After full inflation to normal pressure, the balloon could not be properly wrapped despite two negative pressure attempts. The procedure was subsequently completed using an alternate device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.